Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account and aligned the analyzer mixer. The fsr indicated the customer does not centrifuge samples adequately, however specific information regarding sample preparation for analysis was not provided. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, an instrument service review, and labeling review. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results while using the architect c8000 analyzer ict module. The following data was provided. Sid (B)(6) initial 113.8 mmol/l, repeat 138.8, 138.5 mmol/l. No impact to patient management was reported.